Event description:
During a follow-up, the device was found to be in backup operation with high voltage therapy disabled. The patient was feeling fatigue. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of the backup operation was determined to be due to an integrated circuit (ic) anomaly.